Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) despite multiple supply changes with an inset infusion set. A finger stick showed bg as ¿high,¿ with a high bg recorded value of 400 mg/dl. The user administered a manual insulin injection (mdi) and was advised to disconnect from the ilet for two hours to avoid double dosing. The user's reported symptoms during the event included dry mouth and fatigue. The user had not tested for ketones and was advised to contact their healthcare provider (hcp). No outside assistance or medical intervention was required or reported at the time of call. Three follow-up attempts were unsuccessful, and the case was closed.